Event description:
During the routine f/u of the device performed on (B)(6) 2010, some of the data recorded over the f/u period in device memory (such as the heart rate curve and r waves, histograms) were not available, and an error message was displayed. Later, normal memory operation was observed.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.